Event description:
Baxter interlink system extension set failed multiple times. Rn would prime IV tubing and filter and attached to patient's central line. Blood backed up in the filter. When the nurse picked it up, it all drained into the patient - draining the filter/tubing dry. Noted that the devices were from different lots (3 devices were saved). 3 devices failed and saved: lot #s: r18g05038, r18104069, r18125032.